Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device shut down during testing and causes a system crash. The device was powered on and a self test error occurred. The display wires were found shorted to the main printed circuit board (the display wires were pinched and wire was exposed). Analysis also found the output connector assembly was broken. The main world label was found damaged. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer due to the advisory, analyzed and tested out of specification. No patient involvement or complications were reported.